Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was visually examined and with both returned marxmen devices the pusher needle was disengaged from the sled without sutures confirming the condition of the reported complaint. Close inspection of pusher needles show discoloration on end that would be inserted into the assembly of the marxmen. Discoloration could be attributed to glue that is placed on pusher needles during assembly. The needle pushers were able to be inserted back into the main assembly and move correctly when the trigger was pressed and did not disengage. As device is single use and implantable sutures were not present a full functional test was not possible. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-03591, 03594.

Event description:
It was reported that operation for meniscal repair was performed with marxmen on an unknown date. When surgeon pulled trigger of marxmen, the pusher dropped before the anchor came out. This problem recurred with another marxmen. Surgery was completed with a third marxmen. No further information has been provided.